Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c5/c6. There is no plan to reoperate to remove the detached tip. It was reported the patient had no complications.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. The investigation is in process and a follow up report will be provided when the investigation has been completed. A review of the device lot history record was performed. The device met all specifications.